Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to process residue on the analog pcb assembly at filter, designator fl10. The process residue caused the filter to be electrically leaky which then led to the internal hlc batteries becoming depleted. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. Upon device evaluation, physio observed that the device could not be powered on anymore. The device displayed the charge-pak, attention, and service wrench icons in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio that the device could not be powered on anymore. The device displayed the charge-pak, attention, and service wrench icons in the readiness display. There was no patient use associated with the reported event.